Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Upon sensor pod removal, no portion of the wire was visible, and the patient went to the emergency room (ER) to check for a retained sensor wire. An x-ray was obtained, and a nurse practitioner confirmed no injury occurred and no part of the sensor wire remained in the skin. Although the healthcare personnel (hcp) provided a script for an oral antibiotic (cephalexin) at the visit, no medications were started at that time. The patient was instructed to fill the prescription if signs/symptoms of infection were to develop at the site prior to the scheduled follow up visit. At the time of the report no other details were documented. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.